Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and under-sensing were detected on the right atrial (ra) lead. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.